Manufacturer narrative:
A ge service representative performed an onsite investigation. The data and power cable connectors were reseated to the hard drive. The workstation fuses on the power distribution pcb were also reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.